Event description:
It was reported that log files were submitted for review. A review of the left ventricular assist device (lvad) event log file revealed a momentary pump stop due to the pump resetting on (B)(6) 2023 at 17:40:01.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump reset event; however, a specific cause for this event could not be conclusively determined through this evaluation. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2023 through (B)(6) 2023. A pump reset event was captured on (B)(6) 2023. Following this event, the pump resumed normal operation without issue. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.